Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a leak at the level of the drain bag sealing near the stopcock. All accessories provided in the reported set, including the drain bag, are single use products. The drain bag must not be emptied and reused during the same therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. Previous nonconformance and preventive action records were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that external fluid leaks were observed from two (2) drain bags of prismaflex m150 sets during continuous renal replacement therapy. Both bags leaked in less than three (3) days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.